Event description:
It was reported by service report that the zoom was driving in an unintended direction and was driving too fast forward. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
(B)(4)